Event description:
The customer report that the system did not boot up. No pt injury was reported.

Manufacturer narrative:
The ge svc rep replaced the sram card and tested the system by numerous reboots, taking and saving images. The system is operating as intended.